Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that the something was going on with her pump every time she change the battery, the pump keeps restarting and she had to set up the date, time and even rewind the piston. Customer cannot recall what was the exact error that she got but something about error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.